Event description:
It was reported that the pt's lips would "quiver" for a couple secs after using an electronic toothbrush. The pt contacted the toothbrush company and was informed that it was a magnetic toothbrush. The pt changed to a non-electronic toothbrush. Additionally, the pt reported a return of symptoms since she had a dexascan. The pt was unsure of the form of imaging that was used. The pt was at home and reported in good condition. The pt was redirected to the hcp. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)